Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call stated that the customer insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump did not recognize the new battery after trying several new batteries the pump ended up dying and now cannot get it back on. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.